Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch mechanism had broken on drawer 4.1. The field service engineer (fse) replaced the latch catch for the main half-height drawer (4.1) to resolve the issue. Verified that the drawer was responsive in hardware test application mode and performed the final test successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es latch mechanism on drawer 4.1 was broken, requiring repair or replacement. The drawer could not lock closed and was taped shut to prevent further damage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.